Event description:
As reported by the field clinical specialist (fcs), during a transcatheter aortic valve replacement (tavr) procedure using a 20mm sapien 3 ultra resilia valve, via transfemoral access through the right femoral artery, a distal tip tear was observed on a 14f esheath+. The event occurred upon the delivery system reaching the tip of the sheath. There was no resistance noted during insertion of the esheath or delivery system, and no difficulties were encountered during withdrawal or removal. The patient remained in stable condition following the procedure, and no injury was reported. The valve was successfully implanted in the aortic position. The affected esheath+ was discarded and is not available for return.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for completion to the engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. A 3mensio was reviewed and showed tortuosity in the patient's access vessel. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive investigation on esheath/esheath+ distal tip reported complaints with evidence of radial tip tearing, the root cause has been determined to be attributed to inherent variability in tip scoring/expansion, patient factors, and/or procedural factors. There are no confirmed manufacturing nonconformances identified. Radial tip tears have also been shown to potentially lead to secondary complications/failures. The complaint for sheath distal tip torn' was confirmed empirically. Available information suggests patient factors (tortuosity) and/or variability in tip expansion potentially contributed to the event. 3mensio showed the patient's access vessel had tortuosity. Tortuous patient anatomy can exacerbate interference between valve and sheath tip by promoting non-coaxal alignment between devices, which can cause the valve struts to catch onto the sheath distal tip, increasing resistance during advancement, and tearing the tip. This reported event is also characteristic of tip expansion variability that may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. Per the assessment, it has been determined that no CAPA, scar, or pra is required as the established triggers have not been met. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.